Event description:
The user facility reported that a needle cannula was found broken off from the needle hub assembly while the needle was stuck into a secondary injection port of an i.v. Solution set used for administering antibiotics. The needle has been inserted into the injection port without any problem and was left unattended in that position. At some later time, the hosp staff noticed that the needle hub assembly had separated from the steel needle cannula. The detached piece of cannula was removed from the injection port without difficulty. The user facility reported that there was no pt impact associated with this event.